Event description:
Medtronic received information that during the implant of this 28mm mitral annuloplasty ring, it was explanted and replaced with an unknown valve. The reason for the replacement was reported as the mitral valve leaflets did not coapt properly and severe mitral regurgitation. It was stated that the 28mm mitral annuloplasty ring malfunctioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information - product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed three black multifilament sutures were attached to the ring. Yellow discoloration was observed on the ring. Multiple tears were observed on the fabric exposing the silicone and stiffener. One of the tears exposed a cut to the silicone. Fraying on the fabric and sutures were also observed. Radiography showed no evidence of fractures; however, showed a slight bend. Updated d9 updated h3 updated h6 correction - d3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.